Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the down arrow and escape buttons on the keypad of the insulin pump were not working. Customer reported jumping into a hot tub while wearing the insulin pump. Blood glucose level was 325 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The insulin pump had moisture damage on the display board.